Manufacturer narrative:
Blocks d9 & h3: the visions pv .014p rx catheter was returned for evaluation. Block h3: the visions pv catheter was returned in two pieces with the distal section stuck on a guidewire. The distal section includes the tip, fillet, and scanner body; measuring approx. 1.4 cm in length. The proximal section includes a portion of the scanner body, shaft, luer, cable connector, and connector; measuring approx. 148.8 cm in length. The total working length combined is 150.2 cm, which is within specification of 147.5-152.5 cm. Visual inspection found a bent scanner body, and at the location of the separation, the kapton was lifted, exposing the die, unibody, and backing material; resulting in sharp edges observed. Block h6: the probable cause of the separation is damage during use/handling of the device. Strain, impact, and forces associated with handling can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a4: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned to the manufacturer for evaluation; thus, no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014 rx catheter was used in a peripheral therapeutic procedure. During pullback from the right common femoral to the right common iliac, the distal tip separated but remained intact to the non-philips guidewire. At this time, there was no attempt to remove from the patient. Instead, a rx balloon was loaded from the post tibial artery, then pushed up to the right iliac to accomplish the angioplasty. Afterwards, both the catheter and guidewire were removed as a system. The case was completed with no patient injury reported. This product problem is being submitted because the visions distal tip separated; potential for harm.